Event description:
Pt implanted 7/30/98 in upper, lower vermilion borders. Onset of palpable implant, swelling lips, skin irritation and pain 8/98. Pt also had systemic systems of head pain and anxiety reaction. On 8/20/98 pt treated with naprosyn. The implant was explanted 9/2/98 and the pt treated with antiobiotics on 9/27/98.